Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty implanting the right atrial (ra) lead as the helix initially wouldn't extend. The field representative noted that he suggested the physician consider a new lead, however the physician did not want a new lead and opted to reposition the lead. Again the helix would not extend, then it appeared to jump out. The physician commented that he had never twisted helix so many times. During the repositioning of ra lead, the right ventricular (rv) lead dislodged and was successfully repositioned. The ra lead was tested with the pacing system analyzer (psa) and yielded impedance measurements of 1100 and 1500 ohms bipolar. When the ra lead was tested with the device in bipolar, the lead exhibited high out of range impedance measurements of greater than 2000 ohms. The physician stated that he did not want to reposition the lead again and asked the field representative to make it work. The field representative reprogrammed the lead to unipolar and obtained an impedance of 700 ohms. One day post implant the lead was tested and oversensing of noise leading to inappropriate atrial tachy response (atr) was observed. The unipolar impedance measurement was 500 ohms with good threshold measurements. The ra sensitivity was decreased and the clinician was informed of the changes in settings. The lead and device remain implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.